Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿swelling/swollen glands under arm and neck¿ and ¿concerned in light of news regarding allergan biocell implants'.

Event description:
Patient reported the events of left side ¿swelling/swollen glands under arm and neck¿ and ¿concerned in light of news regarding allergan biocell implants'. Devices remain implanted.